Manufacturer narrative:
This device will be returned. Upon analysis this investigation will be updated.

Event description:
It was reported that the day after implant automatic set up was not completed, thus manual set up was used. Out of range impedance measurements were noted thus a possible loose connection was suspected or an issue with the electrode due to an electrical scalpel usage during the pocket creation. A revision was going to be performed to determine the root cause of this case. No adverse patient effects were reported. Additional information noted that a re-operation took place and no connection issue was seen. The device was explanted and will be returned. It was noted that there was a possibility the issue was with sensing rather the impedance measurements, but data will be reviewed to determine if the issue was with sensing or with out of range impedance measurements. Additional information from the programmer data noted that all impedance values during the programmer session were within range. The primary and alternate vectors showed high amplitudes.